Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 luer connection broke during use and leaked. The following information was provided by the initial reporter: "injector adapter's connection port was broken."

Manufacturer narrative:
H6: investigation summary multiple photos were provided to our quality team for investigation. Through visual inspection, the injector luer was observed to be broken off in the syringe, there was no other visible damage or defect observed that could have contributed to the luer breaking. A device history review was performed for lot 2202010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. All product was visually inspected, no damage or defects was observed on any of the injectors. All samples were properly connected to a syringe, protector, and vial. In all cases, liquid was properly aspirated and could move between the vial and syringe without issues, no leakage or luer breakage occurred. Product undergoes a series of visual and functional evaluations throughout manufacturing, including verifying all critical dimensions are within specification. Testing was reviewed for lot 2202010 and no issues related to the reported incident were identified. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 luer connection broke during use and leaked. The following information was provided by the initial reporter: "injector adapter's connection port was broken".